Event description:
Reportedly, customer experienced incidents of leakage when using the horizon pump/set. There was no report of pt injury and no addl info available. Lab test results found leakage to involve inlet valve which is FDA reportable.